Event description:
It was reported that in (B)(6) 2011 it was determined that the patients leads split. The patient experienced increased spasticity. This was three days before a vacation. The patient's physician revised her leads on (B)(6) 2011 and the issues resolved. It appears a new lead was replaced. It was unknown if the old lead remained.

Manufacturer narrative:
Lead: model 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Adaptor: model 37092, lot# (B)(6), implanted: 2011 (B)(6), explanted: na. (B)(4).